Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon did not need to re-position the screw. Surgeon had to put in the screws manually with carm, no navigation. The inaccuracy was reported to have been 4-5 millimeters.

Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to proved patient information. No system parts have been received by the manufacturer for evaluation. A medtronic representative has not visited the site, so no findings possible at this time. No parts were replaced or returned for evaluation.

Event description:
A medtronic representative reported that the navigation system was not accurate during a spinal fusion procedure. It was reported that the navigation system displayed a screw in a different location that the c-arm did. The direction and magnitude of the inaccuracy was not reported. The use of medtronic navigation was discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and there was no known impact to the patient.